Event description:
It was reported via repair work order that the cot is not folding to load due to a malfunctioned undercarriage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.